Event description:
It was reported that a user¿s dexcom g7 sensor data were connected to a dexcom receiver rather than pairing to the ilet pump, resulting in a pairing failure with the ilet; the user was advised that the dexcom g7 cannot connect to a receiver and the ilet simultaneously, disconnected and powered off the receiver, and then re-paired successfully with the ilet. Symptoms included an alert indicating dosing would stop soon due to loss of cgm data to the pump. Outcomes included temporary interruption of automated insulin dosing with restoration after successful pairing. Investigation included technical troubleshooting and user education regarding compatible connection pathways and device pairing sequence. Investigation of this case revealed the root cause was dual connection of the cgm to a receiver that prevented concurrent pairing with the ilet, which resolved when the receiver was disconnected and the ilet was re-paired. It was concluded that the device functioned as designed and that use error related to cgm connection configuration caused the event, with dosing resuming after proper setup.